Event description:
It was reported that the device showed different percent of atrial fibrillation burden on the atrial histogram than on the cardiac compass diagnostics. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.